Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a modular cable exchange on (B)(6) 2025 due to severe cosmetic damage with exposed wires. Log files were sent for evaluation on (B)(6) 2025 due to sudden low flow alarms that did not turn off. The patient had presented to the emergency room (ER) with complaints of dizziness, shortness of breath, and an alarm on their system controller. The modular cable was also assessed on (B)(6) 2025, and it was noted that there were several placed where the wires were damaged after switching their modular cable on (B)(6) 2025. The patient's controller was reading low flow with a flashing red broken heart and an alarm time of 220 minutes at the time of assessment by the cardiologist on (B)(6) 2025. Upon assessment, there was no audible left ventricular assist device (lvad) hum upon auscultation, and the pump registered no flow or power consumption. Given the time that the pump had been inoperative and the likelihood of thrombosis, the decision was made to disconnect the patient's system controller and inactivate their lvad support. The decision was made to not restart the pump due to the patient not being on anticoagulation therapy and the length of their pump not being on due to the risk for thrombosis. The patient was placed on a low dose of dobutamine, and palliative care was consulted. The patient was not a candidate for pump exchange or transplant due to lack of social support and significant noncompliance history. The site reported that there was no visible damage to the patient's driveline. The event log captured emergency backup battery (ebb) fault alarms from the beginning of the data capture. It appeared that the ebb was reseated or replaced as it appeared that the ebb was not installed on 25sep2025 at 1419. It appeared that the driveline was disconnected briefly for about 3 seconds on (B)(6) 2025 at 1415. It was also noted at time in the log that there were some lower flows below the 2.5 lpm threshold but were not sustained long enough to trigger the audible alarm. There appeared to have been controller internal fault alarms noted on (B)(6) 2025 at 1358 showing fuse an open followed by driveline power faults (power a). The driveline was disconnected shortly after on (B)(6) 2025 at 1406. The patient slowly declined after being made do not resuscitate (dnr) and passed away on (B)(6) 2025. The cause of expiration was that the pump had stopped. The outcome was device or therapy related. An autopsy was not performed, and the pump was not explanted or returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop that was ultimately determined to be due to modular cable damage; however, a specific cause for the patient¿s modular cable becoming damaged could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness, shortness of breath, and patient¿s outcome could not be conclusively established through this evaluation. Review of the available log files noted that the driveline was briefly disconnected and reconnected on (B)(6) 2025, consistent with the reported modular cable exchange. The log files confirmed system controller internal fault, driveline power fault, low flow, lvad off, and loss of lvad communication alarms on (B)(6) 2025. The alarms and pump stop on (B)(6) 2025 were consistent with damage to the patient¿s driveline resulting in damage to the controller fuses. Evaluation of the returned modular cable under its investigation identified wire damage that would have caused the event; however, a specific cause for the modular cable damage, which ultimately resulted in a pump stop, could not be conclusively determined. There were no other notable pump findings. It was reported that heartmate 3 lvas, serial number (B)(6), will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis and death. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 ¿alarms and troubleshooting¿ also explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 also contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.